Event description:
Surgeon stated that the patient was prone on the table with the clamp in place and 80lbs of torque applied. While holding the clamp on either side, the surgeon used it to adjust/pivot the position of the patient¿s head, and one of the pins slipped creating a 1 inch laceration to the left posterior scalp. The laceration was repaired with staples. There was a delay in surgery due to the product problem. Additional information was requested and on 28apr2017, the following was provided: the patient underwent a craniotomy. The customer was unsure what was the length of time the product was in use before the event occurred. The product was not used again after the product problem occurred. No other clinical information was provided.

Manufacturer narrative:
Investigation completed 5/22/17. Method: device history review , trend analysis , failure analysis. Device history record reviewed for lot/ 161 manufactured on 2/25/2016. No abnormalities related to the reported failure were found.. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Service history: date: (B)(4) 2016. Reason: excessive movement and unit hard to lock device history record reviewed for lot/ 169 -(B)(4),manufactured on 12/29/2016 show no abnormalities related to the reported failure. Search dates 4/24/15 thru 4/24/17 key words ¿slippage, slip, movement¿. No manufacturing or design related trend has been identified. The returned units lock has rotational movement. When unit is not under pressure, this issue would not cause a slippage. When unit was properly positioned and put under pressure per the IFU and tested unit did not have slip. Unit was last repaired on (B)(4) 2016 and will require pm maintenance performed at this time. Conclusion: the root cause, based on the service evaluation and testing, was improper setup. The reported failure could not be duplicated.

Manufacturer narrative:
Investigation completed 5/22/17. Method: device history review , trend analysis , failure analysis. Device history record reviewed for lot/ 161 manufactured on 2/25/2016. No abnormalities related to the reported failure were found.. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Service history: date: (B)(4) 2016. Reason: excessive movement and unit hard to lock device history record reviewed for lot/ 169 -(B)(4),manufactured on 12/29/2016 show no abnormalities related to the reported failure. Search dates 4/24/15 thru 4/24/17 key words ¿slippage, slip, movement¿. No manufacturing or design related trend has been identified. The returned units lock has rotational movement. When unit is not under pressure, this issue would not cause a slippage. When unit was properly positioned and put under pressure per the IFU and tested unit did not have slip. Unit was last repaired on (B)(4) 2016 and will require pm maintenance performed at this time. Conclusion: the root cause, based on the service evaluation and testing, was improper setup. The reported failure could not be duplicated.